Manufacturer narrative:
The reported event for lead body tubing damage was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the insulation. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, insulation damage was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.